Event description:
It was reported that the patient had come to the clinic due to the patient notifier for non-sustained lead noise. The noise appeared to be from myopotentials. It was suggested to perform isometric tests and reprogramming the device. Physician will perform on next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.